Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01925, 3005168196-2017-01926. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and lantern delivery microcatheters (lanterns). It was noted that the patient had two aneurysms in the target vessel and that the patient anatomy was tortuous. During the procedure, the physician was unable to reach the second aneurysm using a lantern due to the patient¿s anatomy tortuosity; therefore, it was removed and flushed. The physician then attempted to advance a non-penumbra microcatheter to the second aneurysm. Although the microcatheter advanced further than the lantern, the physician was unable to reach the second aneurysm; therefore, the physician decided to embolize the first aneurysm instead. Therefore, the physician advanced the non-penumbra microcatheter into the first aneurysm and connected a continuous flush. While attempting to advance a ruby coil through the microcatheter, the ruby coil stopped at the beginning and became stuck. It was reported that the ruby coil could not be pushed or retracted; therefore, the physician was advised to remove the microcatheter and the ruby coil altogether. Once outside of the patient's body, the physician attempting to pull the ruby coil out of the microcatheter, but the ruby coil broke. The physician then attempted to reach the first aneurysm using the lantern that was previously removed; however, the lantern would not advance to the first aneurysm. Therefore, it was removed. The physician was then able to deploy and detach two ruby coils in the first aneurysm using a new lantern. However, while attempting to advance a new ruby coil through the second lantern, the physician experienced resistance at the beginning of the insertion and after a few centimeters into the lantern, the physician decided to remove the ruby coil. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.